Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient began to receive uncomfortable stimulation in unintended areas, i.e. Abdomen and ribs after falling. X-rays were taken and revealed lead migration. As a result, the patient will undergo surgical intervention on a later date.